Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after the procedure, it was noticed that the forceps needle was sticking out of the side of the device. The procedure was completed with the same radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle tail bent.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and protruding out of the clevis. Functionally, the jaws were able to be opened, but failed to close completely due to the interaction with the needle tail. No abnormalities were noted with the device riveting and crimping which were within specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation has been completed addressing tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).